Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: received one iag bc 22ga unit within sealed packages from lot number 8005925. All components were intact. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of blood leaks out of control plug with lot # 8005925 regarding item # 382533. DHR review shows the lot was built and packaged on afa line 11 from (B)(6)18 to (B)(6)18 for the quantity of 528,010 ea. All challenges, set up and in-process samples were performed according to the quality control plan and all passed per specifications. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components. The septum and actuator were present and assembled per specifications. Blood escape test was performed and no leakage beyond the septum was observed. Flashback test was performed on the needle, the liquid did no leak beyond the septum. The returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced in the event description. The failure described could not be confirmed or replicated in the laboratory. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter, has had an issue of the blood valve failing causing blood to spill out of the catheter hub unexpectedly. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter, has had an issue of the blood valve failing causing blood to spill out of the catheter hub unexpectedly. There was no report of exposure, serious injury or medical intervention.